Event description:
It was reported that patient underwent knee procedure on unknown date. Subsequently, radiographs indicate femoral stem fractured. Revision procedure has not been scheduled to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. To date, revision procedure has not been performed.